Manufacturer narrative:
Eval result: brake cam.

Event description:
It was reported by service report that the brakes are not holding and the siderails are damaged and cannot be latched up. No patient involvement or adverse consequences are reported.